Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant the right ventricular (rv) lead exhibited oversensing and a large number of s ensing integrity counter (sic) oversensing episodes. The rv lead was programmed "off" and remains in the patient. No patient complications have been reported as a result of this event.